Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had micro leaks and ruptured cuff. The patient had a replacement of the tube.